Event description:
The advocate stated the customer had been receiving high glucose readings using her contour system. On one occasion, the customer received a reading around 400 mg/dl and took insulin based on the reading. After taking insulin, the customer's glucose dropped to 30 mg/dl and she was symptomatic for low glucose. The advocate called paramedics. The advocate was unable to provide the glucose reading that paramedics received, but she did mention the customer was treated with glucose. The customer was taken to the hospital, but she did not require any more treatment. Her blood glucose level had been brought up to 103 mg/dl. Troubleshooting was not possible, as the customer did not have control solution. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.